Manufacturer narrative:
(B)(4). Eval results/conclusions: (interaction with the tuohy-borst). (80% stenosis).product evaluation: the device was returned. The hypotube was bent and wavy. The inflation lumen was kinked at approximately 21cm proximal to balloon bond. The stent was not on the delivery system. Two stent segments were intact at one end of the stent and two segments partially intact at the other end. The remaining segments were stretched and deformed. The distal tip was slightly frayed indicating that the tip may have been stubbed during advancement.

Event description:
An attempt was made to deploy a 2.50 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to the distal circumflex artery. This attempt failed as did a subsequent attempt and on withdrawal, the stent is reported to have unraveled coming out of the tuohy. The target lesion was reported to exhibit 80% stenosis and was pre-dilated to 16 atms and 18 atms respectively. The pt status is reported to be good and no other clinical sequelae were reported.